Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system does not boot. After reviewing log file rse found there is a malfunctioning flex vision pc. As per troubleshooting rse suspects that issue is due to flex vision pc. Customer is on paid contract and in house engineer checked for the problem further, but the error remains same. Quote was cancelled by the customer and no onsite work was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.